Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. Other detailed information such as the type of microbes, number of microbes and reprocessing method were not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that three patients were infected with exophiala after bronchoscopy using the subject device. The user facility had been conducted the bronchoscopy on three patients on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, respectively. The three patients¿ condition is currently unknown. It was reported that the user facility conducted an own testing for the subject device and confirmed that the subject device was not contaminated. There were no visual defects or damages of the subject device reported by the user facility. The user facility had cleaned the subject device using a non-olympus single use cleaning brush (m20700, medisafe) and reprocessed the subject device using a non-olympus automated endoscope reprocessor, autoscope isis, using a non-olympus highly efficient disinfectant (schulke). The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to keymed ltd, (okm). Okm evaluated the subject device and confirmed that the subject device passed the leakage test. In addition, the evaluation confirmed that the there was no visual contamination build-up in the inner surface of the instrumental channel, but there were some physical damages. Omsc is submitting three medical device reports according to the number of the infected patients. This is one of three reports. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.